Event description:
This unsolicited case from united states was received on (B)(6) 2018 from the patient. This case concerns a (B)(6) male patient who received treatment with synvisc one injection and after few hours the patient experienced pain, redness, swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg; after unknown latency patient cannot move the knee more than 90 degrees, had difficulty walking, low grade fever and non-productive cough. No relevant medical history, and concurrent condition was reported. Patient had previous injections of synvisc one (3 in the right knee and 3 in the left knee; patient never had a reaction like he had this time). Patient had no allergies to chicken products. Patient had a-fib for which he had a cardiac ablation for. Patient was on rivaroxaban (xarelto) for that issue. On an unknown date in (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (expiration date: not reported; lot number: 7rsl030) for right knee pain. Patient had pain, redness, swelling in the left knee within 24 hours of the injection (latency: few hours). Patient had associated swelling and difficulty walking (latency: few hours). Patient saw his doctor yesterday because the pain had been so severe. Patient received an injection of cortisone with lidocaine. Patient also had xrays. There were no cultures done, no lab work and no draining of fluid. The pain had persisted for 3.5 weeks even when lying down. On (B)(6) 2018, the pain was a 5. It had been a 10 on a scale of 1-10 (10 being the worst). After the injection, he did climb some stairs and climbed a ladder into a deer blind. Patient cannot move the knee more than 90 degrees (latency: unknown). There had been swelling since the injection. The swelling included the knee cap and surrounding the knee cap, going around 2/3's of the leg. Patient had not measured it. Patient did walk with a cane for a couple of days after the injection. Patient could always weight bear. Patient did have a "low-grade" fever "for a couple of days" and he measured it at 99.8 (latency: unknown). Patient also had a non-productive cough at the time (latency: unknown). Patient stated before the injection, the pain was at 2/20. After cortisone shot, it was the first day I got some relief. Corrective treatment: lidocaine, cortisone for pain; unspecified steroids for redness; lidocaine and steroids for swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg; not reported for rest outcome: recovering for pain; unknown for redness, swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg, cannot move the knee more than 90 degrees, low grade fever, non productive cough and difficulty walking a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for pain, redness, swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg

Event description:
This unsolicited case from united states was received on 17-jan-2018 from the patient. This case concerns a 68 year old male patient who received treatment with synvisc one injection and after few hours the patient experienced pain, redness, swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg; after unknown latency patient cannot move the knee more than 90 degrees, had difficulty walking, low grade fever and non-productive cough. No relevant medical history, and concurrent condition was reported. Patient had previous injections of synvisc one (3 in the right knee and 3 in the left knee; patient never had a reaction like he had this time). Patient had no allergies to chicken products. Patient had a-fib for which he had a cardiac ablation for. Patient was on rivaroxaban (xarelto) for that issue. On an unknown date in (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection at the dose of 6 ml, once (expiration date: not reported; lot number: 7rsl030) for right knee pain. Patient had pain, redness, swelling in the left knee within 24 hours of the injection (latency: few hours). Patient had associated swelling and difficulty walking (latency: few hours). Patient saw his doctor yesterday because the pain had been so severe. Patient received an injection of cortisone with lidocaine. Patient also had xrays. There were no cultures done, no lab work and no draining of fluid. The pain had persisted for 3.5 weeks even when lying down. On (B)(6) 2018, the pain was a 5. It had been a 10 on a scale of 1-10 (10 being the worst). After the injection, he did climb some stairs and climbed a ladder into a deer blind. Patient cannot move the knee more than 90 degrees (latency: unknown). There had been swelling since the injection. The swelling included the knee cap and surrounding the knee cap, going around 2/3's of the leg. Patient had not measured it. Patient did walk with a cane for a couple of days after the injection. Patient could always weight bear. Patient did have a "low-grade" fever "for a couple of days" and he measured it at 99.8 (latency: unknown). Patient also had a non-productive cough at the time (latency: unknown). Patient stated before the injection, the pain was at 2/20. After cortisone shot, it was the first day I got some relief. Corrective treatment: lidocaine, cortisone for pain; unspecified steroids for redness; lidocaine and steroids for swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg; not reported for rest outcome: recovering for pain; unknown for redness, swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg, cannot move the knee more than 90 degrees, low grade fever, non productive cough and difficulty walking a pharmaceutical technical complaint was initiated with global ptc number: 52079 the production and quality control documentation for lot # 7rsl030expiration date (09/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 7rsl030 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 06-mar-18, there are 6 complaints on file for lot # 7rsl030 and all related sub-lots. 6 complaints were on file for lot# 7rsl030: (4) adverse event reports, (1) detached luer-lok hub, and (1) broken syringe barrel. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product complaint handling" to determine if a CAPA is required. Seriousness criterion: required intervention for pain, redness, swelling/ swelling includes knee cap surrounding the knee cap, going around 2/3's of leg. Additional information was received on 06-mar-2018. Global ptc number and ptc (pharmaceutical technical complaint) results were added. Text was amended accordingly.